Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired. When removing the device from the patient, it was noticed that the jaws could not be closed. The port had to be removed as well as the device. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The following information was requested, but unavailable: which firing of the device did this event occur on? Unk. What vessel or structure was the device fired on at the time of the event? Unk. Was the clip fully advanced into the jaws prior to firing? Unk. Was there any torquing or twisting of the device present at the time of firing? Unk. Was any unexpected resistance felt while firing the trigger? Unk. Were any unexpected noises heard? If so, when? Unk. Did anything unexpected happen prior to this incident? Unk. Was the device fired after this incident in or out of the patient? Unk.

Manufacturer narrative:
(B)(4). Advancer. The analysis results found that one device was received with in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. Upon firing of the device, a malformed clip was released, then the two remaining clips were conforming according our manufacturing specifications, in order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the tip of the advancer was found to be slightly bent leading the found feeding issues. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.